Event description:
The manufacturer received information alleging a ventilator was noisy and had a pressure surge. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the device's blower motor and sensor board were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.